Event description:
A customer observed a false negative ahbc result on a patient sample. The result was not released to the physician. A false negative result may lead to inappropriate physician action there was no report of patient harm as a result of this event.